Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta procerva hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. The exact age of the patient is unknown, however, the patient was confirmed to be over 18. According to the complainant, fluid loss alarms occurred during seal integrity phase. The sheath was removed from the patient. A crack in the sheath was observed. The procedure was successfully completed with another of the same device. The patient was reported to be fine at the conclusion of the procedure.